Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem (battery/charger faults) has been confirmed. During inspection, it was found that the connector was corroded on the battery charger. The traces on the battery charger's pc board were rusted under the connector. The root cause of the corroded cannot be positively identified. No adverse event resulted from the defective battery charger. The patient received a replacement battery charger.

Event description:
The wife of a (B)(6) male patient contacted zoll lifecor customer support service to report that he was experiencing battery pack faults with both batteries. The patient was provided with a battery charger.